Event description:
This was reported as an arteriotomy closure of the calcified common femoral artery with two proglide devices after an interventional procedure for embolization of cerebral aneurysm with flow diverter. Reportedly, with both devices, the sutures were not present when the plungers were removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: this was reported as an arteriotomy closure of the calcified common femoral artery using the pre-close technique with two proglide devices, via a 6f sheath hole, prior to an interventional procedure for embolization of cerebral aneurysm with flow diverter. Reportedly, with both devices, the sutures were not present when the plungers were removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction - g3 - date received by mfg filed on initial MDR (2024168-2024-05778-00) updated from 04/24/2024 to 05/07/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the calcified common femoral artery with two proglide devices after an interventional procedure for embolization of cerebral aneurysm with flow diverter. Reportedly, with both devices, the sutures were not present when the plungers were removed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.